Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 64 log entries between (B)(6) 2006, the longest of which lasts 1 minute 43 seconds. The device failed a self-test due to a low battery on the (B)(6) 2009. The device records 59 manual power ups between (B)(6) 2010 and (B)(6) 2016, the longest of which lasts 1 minute 49 seconds. Investigation was unable to replicate or find conclusive evidence of the reported fault. It is assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.